Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by technician, it was noted that the coupling tool side was blocked, bent and broken. This was indicative of inappropriate technique. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that the end piece is heating up. This is report 1 of 1 for event #(B)(4).